Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and had difficulty charging due to ipg migration. It was noted that the sutures holding the ipg flat in the pocket site had come loose causing the ipg to move upward. The patient underwent a revision procedure wherein the ipg was replaced and was sutured down using the eyelets of the header. The patient was doing well postoperatively. The explanted device was discarded.